Event description:
It was reported that the insulin pump did not have an audible tone. Troubleshooting was performed and the audible tone could not be heard.

Manufacturer narrative:
Failure analysis revealed the insulin pump did not have an audible tone due to broken transducer wire.